Manufacturer narrative:
Section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 15th june 2021. Section h3: device evaluated by manufacturer: yes device evaluation: the product returned consisted of the cartridge tray and cartridge. The cartridge tip was found to be cracked / damaged and therefore the complaint issue reported was verified. However, the condition in which the sample was returned is consistent with a product that was handled and prepared for a surgical process. A production deficiency could therefore not be determined. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Age, weight, and ethnicity: information unknown/ not provided. Implant date: n/a. The cartridge is not an implantable device. Explant date: n/a. The cartridge is not an implantable device; therefore, not explanted. First/given name: unknown/ not provided. Last name: unknown/ not provided. Email address: unknown/ not provided. Telephone number: (B)(6). Device evaluation: the product was not yet received. A photo was provided in the complaint folder for evaluation. The cartridge tip was observed cracked/damage, no residues of viscoelastic was identified. Based in the photo provided the complaint issue was verified, but no product deficiency could be determined. Upon receipt of the complaint material and completion of the testing, if there is any further relevant information a supplemental medwatch will be filed. Manufacturing record evaluation: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during tecnis eyhance (icb00) +24.0 d implantation the tip of the cartridge ruptured. Type and amount of ophtalmoviscoelastic device (ovd) was the same as usual and whole procedure was as usual. No impact for the patient was reported. It was learned that the tip of the cartridge touched the patient's eye. No additional information was provided.